Manufacturer narrative:
In the instruction guide for universal sling bars (7en160185), the care and maintenance section states: when using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the quick-release hook to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the quick release hook snapped off the lift. The lift was located in the patient room at the account. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).